Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer's father stated that prior to the event, the customer had suffered a concussion. The customer's father also stated that the customer last changed his infusion set the day before the event. The customer's father further stated that there was more insulin in the status screen than in the reservoir. Programming was correct. Nothing further was reported.